Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary. The product was returned to eth for evaluation. Visual inspection revaluated that one open folder packet with a detached needle and one needle suture combinations was received for analysis. The product code 8735h is double armed. Upon initial inspection, it was observed that the needle suture and detached needle were placed in a piece of wax. The detached needle and suture were removed from the wax and no issues related to breakage suture could be observed. In further investigation, the swage and attachment area of detached needle were noted to be as expected. The barrel hole was examined under magnification and wax was noted inside the barrel hole. The needle suture was examined too, wax residue was observed in the insertion mark could not be observed. The length suture was measured and did meet with the requirement. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The event described could not be confirmed as no issues related to breakage suture were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non- conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a large vessel procedure on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.